Manufacturer narrative:
D tab was updated. Samples recieved 11/24/2022. H tab updated: device return to manuf, device return eval by manuf? Both updated to "yes". H.6 investigation summary: material #: 367815. Lot/batch #: 2047468. Bd received 100 samples, 1 video, and 2 photos for investigation. The photos and video were reviewed and the indicated failure mode of underfill was observed but stopper pop off was not observed. Additionally, the customer samples along with 20 retention samples from bd inventory, were evaluated by functional testing and upon completion the indicated failure mode for underfill was not observed. The customer samples along with 29 retention samples from bd inventory, were evaluated by functional testing and upon completion the indicated failure mode for stopper pop off was observed. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint has been confirmed for the indicated failure modes underfill and stopper pop off. Bd has initiated further root cause investigation relating to the issue of stopper pop off through corrective and preventive actions. Complaints received for this device and reported condition will continue to be tracked and trended. Our business team regularly reviews the collected data for identification of emerging trends. H3 other text : see h.10.

Event description:
It was reported when using the bd vacutainer® serum blood collection tube there was under-fill or low draw of a tube with blood and stopper pops out of the tube. The underfill issue occurred 10 times. The stopper popped off of tube event occurred 10 times. The following information was provided by the initial reporter. The customer stated: the health professional is a veterinary. The tubes with questionable quality had low vacuum and the stopper is easy to come out even though it's untouched inside the tray. Customer was able to use just a few of tubes because used a syringe. The caps are spinning. Customer reports 9 or 10 samples were missed because of underfill. Some tubes are drawn, but then the stoppers pop off."

Manufacturer narrative:
H.6. Investigation summary: bd had not received samples, but 1 video and 2 photos were provided for investigation. The photos were reviewed and the indicated failure mode for underfill was observed. Additionally, 20 retention samples from bd inventory were evaluated by functional testing and the issue of underfill was not observed. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint has been confirmed for the indicated failure mode 2047468. Bd was not able to identify a root cause for the indicated failure mode. Additionally 20 retention samples from bd inventory were evaluated by functional testing and the issue relating to stopper creepout was observed. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint has been confirmed for the indicated failure mode stopper creepout. Bd was not able to identify a root cause for the indicated failure mode. Complaints received for this device and reported condition will continue to be tracked and trended. Our business team regularly reviews the collected data for identification of emerging trends. H3 other text : see h.10

Event description:
It was reported when using the bd vacutainer® serum blood collection tube there was under-fill or low draw of a tube with blood and stopper pops out of the tube. The underfill issue occurred 10 times. The stopper popped off of tube event occurred 10 times. The following information was provided by the initial reporter. The customer stated: the health professional is a veterinary. The tubes with questionable quality had low vacuum and the stopper is easy to come out even though it's untouched inside the tray. Customer was able to use just a few of tubes because used a syringe. The caps are spinning. Customer reports 9 or 10 samples were missed because of underfill. Some tubes are drawn, but then the stoppers pop off.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported when using the bd vacutainer® serum blood collection tube there was under-fill or low draw of a tube with blood and stopper pops out of the tube. The underfill issue occurred 10 times. The stopper popped off of tube event occurred 10 times. The following information was provided by the initial reporter. The customer stated: the health professional is a veterinary. The tubes with questionable quality had low vacuum and the stopper is easy to come out even though it's untouched inside the tray. Customer was able to use just a few of tubes because used a syringe. The caps are spinning. Customer reports 9 or 10 samples were missed because of underfill. Some tubes are drawn, but then the stoppers pop off."